Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that a blade was broken in the associated handpiece device. It was also reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that a blade was broken in the associated handpiece device. It was also reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences as a result of this event.